Event description:
During a procedure the 130 degrees aiming arm would not remain engaged to the buttress/compression nut as the surgeon advanced the helical blade guide sleeve to the lateral cortex of the femur. The aiming arm continued to disengage from the nut and resistance was applied to the sleeve. A second trochanteric fixation nail set was opened to obtain another 130 degrees aiming arm to successfully complete the procedure. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Patient ID: (B)(6). Implant, explant dates: device is an instrument and is not implanted/explanted investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.